Event description:
It was reported that the patient presented for right ventricular (rv) lead revision and generator change. The patient's rv lead had been noted to over-sense noise resulting in pacing inhibition and false mode switch. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.